Manufacturer narrative:
Migration was confirmed via imaging, however there is no obvious cause reported. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and had the system successfully activated on (B)(6) 2024. On (B)(6) 2024 the firm was notified that fluoroscopy imaging was performed on a recent clinic visit and had confirmed that the implanted leads had migrated, leading to poor pain relief for the patient. A surgical procedure was performed on (B)(6) 2024 to replace the migrated lead. During the procedure, the implantable pulse generator (ipg) was also replaced due only to the potential for surgical handling damage from the procedure. The second lead remained in place and is currently still in use.